Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll tip bulk convenience pak barrel cracked. The following information was provided by the initial reporter: material #309605 lot #5241727. Verbatim: rcc received a complaint via phone. Customer states that they had some of the 10ml luerlock syringes crack. Customer has product to return if needed. Customer did not have the product number or the certain lot number but they did have the lot number that they have onsite (not sure if it's the same lot that cracked). Lot number 5241727,309605. Additional information provided: to follow up, we had more cracking. I was also informed by my tech that they have been finding them cracked before they even use them, it is usually 1-2 from each box of the 20 syringes. New lot number: 5260078. Additional information received on 10/29/2025: majority was during use however one of my techs has mentioned that she seen some broken prior to use.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported that some syringes exhibited cracks. To support the investigation, two samples of 10 ml luer-lok syringes were received for evaluation by the quality team. Both samples arrived loose and showed cracks in the barrel¿one measuring approximately 1¼ inches in length and the other 1½ inches. This condition is non-conforming to product specifications and appears to be associated with the assembly process. A review of the device history record was conducted for material number 309605, lot 5241727. The review confirmed that all visual inspections were performed in accordance with requirements, and no quality notifications were identified related to the reported condition. The lot was inspected and accepted based on the inspection control plan, approved for shipment, and deemed compliant with product specification requirements. To date, no other similar events have been reported for this lot.